Event description:
A malfunction was reported on a customer's pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The client addressed the elevated glucose level by administering a correction injection using multiple daily injections (mdi). Technical support provided guidance to reset the pump, and after following these instructions, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the issue recurred.